Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors for difficult to open or close include, but not limited to, improper technique/placement, manufacturing issues, or mechanical failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using three prostyle devices relative to an unspecified interventional procedure. Reportedly, there was a significant inconsistency in the lever, making it impossible to release it, making it impossible to use. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors for difficult to open or close include, but not limited to, improper technique/placement, manufacturing issues, or mechanical failure. In this case, the return device demonstrated no issues, and the condition of the device indicates a likely failure to cycle occurred as the posterior cuff was not returned and there was a separation of the link. These indicate the posterior cuff was not ejected from the foot when the plunger was pulled. Therefore, it is possible, the device guide was in the access site preventing the foot from opening and contributing to a failure to cycle; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from 3111441 to 4012341. D9: device available for evaluation updated from no to yes.